Manufacturer narrative:
The returned device was received with the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in a late needle deployment or a failure to deliver insulin. The reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother of a patient reports her son wore a pod for less than an hour and when activated the needle did not deploy but once the pod was removed from the infusion site the needle than deployed.